Manufacturer narrative:
Insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump failed the sleep current measurement due to a problem isolated to pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they having the problems for arranging same day swap. The customer's blood glucose was unknown. The product will be returned for analysis.